Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not sent to brézins for investigation as repairs were carried out locally by nova scotia canada. The complaint reported that the device would not power on. During the service and in order to solve this issue, the power board was replaced. No further errors were indicated. The device passed all tests and was charged and then returned to service. The defective spare parts were returned to france for investigation. During visual control, nothing was observed. Except for the power board that was received without its associated bracket. But both parts were found to be complaints. During investigation, both boards were mounted in an agilia vp test bench and the device was able to start and stop without any problems. The investigator performed a series of tests which included all the basic features of the device and were found to be in compliance. The origin of the failure could not be identified. The investigator considers that the problem encountered by the customer can be due to another cause that can only be analyzed with the affected device. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Device would not power on. Defective power board (replaced). More information is needed to investigate this issue fully.